Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited unexpected battery longevity. It was noted the longevity estimate was higher than expected, or overestimated, shortly after implant and a device interrogation several months later showed an unexpected drop in longevity. The patient will continue to be monitored and the crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.